Event description:
It was reported that the inflatable penile prosthesis was not working properly, so the patient visited the hospital two weeks prior to a revision surgery. The inspection of the device confirmed that the left cylinder had a tear causing saline water leakage from an unknown location. The inflatable penile prosthesis cylinder and pump components were removed and replaced. Following the replacement surgery, the patient was stable, improved, and the event resolved.

Manufacturer narrative:
The ams700 ipp cylinder was visually inspected and functionally tested. There was a leak in the proximal cylinder body that was result of wear at fold; hole was present. It is unknown when the fluid leak occurred. Cylinder also has broken fabric treads in the rear tip bond. Cylinder has wear at folds in cylinder body. Product analysis confirmed the reported events.

Event description:
It was reported that the inflatable penile prosthesis was not working properly, so the patient visited the hospital two weeks prior to a revision surgery. The inspection of the device confirmed that the left cylinder had a tear causing saline water leakage from an unknown location. The inflatable penile prosthesis cylinder and pump components were removed and replaced. Following the replacement surgery, the patient was stable, improved, and the event resolved.